Event description:
The customer returned the cystonephrovideoscope to the service center for a separate issue. During device analysis, it was found that the adhesive on the bending section cover was chipped and the rubber cover of the forceps channel port was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.